Manufacturer narrative:
Device received for eval on (B)(4) 2013. Device history record review was completed. Morpho-histological analysis will be performed on the valve. Eval - method- the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of MFR and release. Results- no definitive results at this time. Conclusion- no conclusion can be drawn at this time as device is currently being evaluated and no patient clinical history was provided.

Event description:
The MFR was notified of a mitroflow valve that was explanted after approx 1.7 years due to structural valve deterioration resulting from calcification. Surgeon is not expressing a complaint.

Manufacturer narrative:
Device not returned to manufacturer. Results: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Function test review was conducted and the valve performed as expected and met all function test quality control criteria that can be observed during video playback.

Event description:
The manufacturer was notified on 12 september 2013 of carbomedics m7-033 mechanical valve that was explanted after 2 days due prosthetic dysfunction with mitral regurgitation. The explant occurred on (B)(6) 2013. A new mechanical valve was implanted (same model).